Manufacturer narrative:
Other components on same system reservior model- 72400152, lot sn- (B)(6), mfg date- 06/13/2007, exp date-06/07/2012. Product analysis summary: product analysis confirmed the reported event. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has a hole/tear in the outer tube that was consistent with sharp instrument damage which likely occurred during explant; a pinhole leak was identified. These damages are consistent with explant damage and were considered a secondary failure. Cylinder 2 has a leak in the proximal cylinder body attributed to input tube wear; hole with broken fabric treads was identified. It is unknown when the fluid leak occurred. Cylinder 2 also has a large hole of the outer tube in the proximal cylinder body. Both cylinders had wear at fold in cylinder body. The krt of both cylinders were worn to filament. Product analysis confirmed the reported event. DHR review / similar complaint review review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Risk review the ams 700 hazard analysis indicates that based on the information provided, the as reported events of this complaint do not represent a new hazardous situation.

Event description:
It was reported that due to fluid loss the patient had his inflatable penile prosthesis (ipp) removed and replaced. The component responsible for the fluid loss could not be confirmed. The patient complained of the issue starting in (B)(6) 2019. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. The new reservoir was implanted contralaterally. The patent's device is now working with the cylinders fully inflating after this surgery.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. The new reservoir was implanted contralaterally. It was further reported that the component with the fluid loss could not be visually confirmed. The patient complained of the issue around (B)(6) 2019. The patent's device is now working with the cylinders fully inflating after this surgery.